Event description:
The recipient reportedly experienced device extrusion. The recipient's device was explanted. The recipient has healed.

Manufacturer narrative:
During revision surgery, a skin infection was reportedly observed. The recipient underwent a deep cleaning. The recipient is reportedly doing well.

Manufacturer narrative:
(B)(4). The external visual inspection revealed the electrode was severed near the array prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.